Event description:
Pt developed chest pain at the end of his hemodialysis treatment. He was treated with oxygen and nitroglycerin. He was transferred to the emergency dept and admitted to the intensive care unit. The lab work confirmed the diagnosis of hemolysis.